Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('hyst leaving ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("lower back pain is almost gone") and kidney infection ("kidney infection from catheter post-op"). Essure was removed. At the time of the report, the medical device removal and kidney infection outcome was unknown and the back pain was resolving. The reporter considered back pain, kidney infection and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :back pain, kidney infection and medical device removal quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media received : reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('hyst leaving ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("lower back pain is almost gone"), kidney infection ("kidney infection from catheter post-op"), arthralgia ("joint pain"), tinnitus ("I'll have ringing in my ears forever") and fibromyalgia ("fibro pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, kidney infection, tinnitus and fibromyalgia outcome was unknown and the back pain and arthralgia was resolving. The reporter considered arthralgia, back pain, fibromyalgia, kidney infection, medical device removal and tinnitus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : arthralgia, back pain, fibromyalgia, kidney infection, medical device removal and tinnitus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events were added: joint pain, fibro pain, tinnitus and reporter information were updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('hyst leaving ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("lower back pain is almost gone") and kidney infection ("kidney infection from catheter post-op"). Essure was removed. At the time of the report, the medical device removal and kidney infection outcome was unknown and the back pain was resolving. The reporter considered back pain, kidney infection and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: back pain, kidney infection and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.